Event description:
It was reported that during in clinic interrogation, the patient's leadless pacemaker was discovered to have unexpectedly been operating in MRI mode. A message was received indicating suspending MRI mode, which led to the identifying the issue. The device was restored to nominal settings. The patient's health condition was unknown.

Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024.

Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024. This event is pending a correction/removal reporting number.

Event description:
It was reported that during in clinic interrogation, the patient's leadless pacemaker was discovered to have unexpectedly been operating in MRI mode. A message was received indicating suspending MRI mode, which led to the identifying the issue. No further information was received.

Manufacturer narrative:
It was reported that the fast path summary indicated the device was in MRI mode. The provided information was reviewed by abbott engineering and it was confirmed that an inappropriate mode change to MRI mode occurred, with evidence consistent with a root cause of the lp interpreting emi as a false-positive telemetry command to change mode.